Manufacturer narrative:
The reported deformation could not be confirmed since the returned device is conforming to specifications. Also the reported non-union could not be confirmed since no evidence, like x-rays, was provided. The device inspection revealed the following: the visual inspection has shown that the received nail is in a good condition, no damages are visible. There are just slight wear marks in the regions of the holes, which can be traced back to the screw insertion during implantation. The reported catalog- and lot number could be confirmed based on the laser markings. The nail was forwarded to the manufacturing site for a re-inspection of the complained angles of the nail. The inspection has shown that both angles are within the specification. The distal angle was 3°22¿ which is within the specified 4°0¿ 0/-1°30¿ and the proximal angle was 10°24¿ which is within the specified 10° +/-1°. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. No product related issue that could have contributed to the reported non-union could be detected. More detailed information, like patient history, operation reports and x-rays must be available in order to determine the root cause of the non-union. If more information is provided, the case will be reassessed.

Event description:
It was reported that a patient experienced malunion/nonunion resulting in the tibial nail being removed and replaced with a larger diameter nail. The surgeon wants to know if previous tibial nail contributed to malunion/nonunion. Surgeon commented that the nail looks bent and deformed more than a regular t2 tibial nail. Greater than 4 degree distal bend of tibial nail can not be seen by representative and further investigation is warranted to satisfy surgeon's request. Surgeon requesting confirmation of whether or not the nail failed causing mal union/non union around the area of the distal 4 degree bend of the tibial nail.

Event description:
It was reported that a patient experienced malunion/nonunion resulting in the tibial nail being removed and replaced with a larger diameter nail. The surgeon wants to know if previous tibial nail contributed to malunion/nonunion. Surgeon commented that the nail looks bent and deformed more than a regular t2 tibial nail. Greater than 4 degree distal bend of tibial nail can not be seen by representative and further investigation is warranted to satisfy surgeon's request. Surgeon requesting confirmation of whether or not the nail failed causing mal union/non union around the area of the distal 4 degree bend of the tibial nail.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.